Event description:
Additional information received reported that the patient was not able to adjust stimulation. The patient wanted to turn the stimulation off but could not get it to turn off. It was noted that the patient was able to successfully turn stimulation off at the time of the report. It was noted that in the prior week, the patient could not turn it on. The patient noted that the stimulation was for the right side and her hand/arm was cramping. The patient had it on for 15 minutes on the day of the report and because it was cramping she wanted to turn it off. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient had not been able to get their patient programmer to work since the implant. The patient synced with their implantable neurostimulator (ins) and their stimulation was off. The patient had program 1 in group a set at 1.40 but they also noted that it was set at 0.40 and 10.40 so it was unclear what the patient¿s stimulation was set to. Program 2 was set at 4.00v. The patient turned their stimulation on and it was shocking and painful so they immediately turned it off. Program 1 was decreased to 0.25v and program 2 was decreased to 3.10v. The stimulation was turned back on and it was still uncomfortable. Program 1 was kept at 0.25v and program 2 was decreased to 2.40v which was comfortable. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient was still having concerns regarding the device or therapy but was working with the health care professional or manufacturing representative. It was noted that the patient still had concerns with the device or therapy but had not sought further help.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).